Manufacturer narrative:
(B)(4).

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient stated that water had gotten inside the transfer set tubing. The treatment for peritonitis was not reported. At a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovered from peritonitis. No additional information is available. This report is 2 of 2.

Manufacturer narrative:
(B)(4). Additional information: actual occurrence date is unknown; however, it was reported that the event occurred sometime in (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot numbers gd894410 and gd894717 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. This is the same patient as (B)(4).